Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, missing end cap sticker, and end cap broken off noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the pump casing is being pushed back near the drive support cap at the bottom end of the pump. The customer stated that the damage occurred when the pump was in the process of completing manual prime. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.